Event description:
Caller reported a cartridge alarm occurred with their pump, which did not adversely impact the customer's blood glucose level. The customer had previously experienced similar alarms with the same pump. Technical support resolved the issue by arranging for a replacement pump with updated software, advising the caller on steps to take upon receiving the new device, and instructing them to return the faulty pump using a pre-paid label. Customer will continue to use current pump for insulin delivery.